Manufacturer narrative:
(B)(4). This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anaesthesia to remove the excess skin on (B)(6) 2016.